Manufacturer narrative:
The investigation is ongoing. Further information will be provided in the final report. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
It was claimed by a customer that they need to replace the bed due to sparking while plugging in. The bed was used for patient treatment at that time. No injury was sustained. According to the photographic documentation attached to the complaint record, the power plug had signs of smoke near the pin.

Manufacturer narrative:
The device inspection revealed that, apart from signs of smoke observed on the power plug near the pin, there were no indications of a short circuit. The device was functioning as intended. No malfunction of any electrical component was identified during the evaluation. The service technician suggested that the issue may be related to the hospital power outlet rather than the power cable; however, this hypothesis could not be confirmed. The instruction for use for citadel bed (IFU, 830.213-en) includes the following information on preventive maintenance procedure regarding electrical components: "visually check power supply cord and mains plug." This procedure has to be done weekly. If the result of this test is unsatisfactory, contact arjo or an arjo-approved service agent. Arjo device did not fail to meet its performance specification since there was no malfunction of any electrical component determined during the device evaluation. There was no allegation of patient involvement. The complaint was assessed as reportable due to the allegation that the bed had signs of smoke. No injury was sustained. The device was manufactured before UDI implementation.